Event description:
Additional information was received that the remote home monitoring system has issued more alerts for high out of range shock impedance measurements. The patient was brought into the clinic and the out of range measurements were not able to be replicated. At this time the physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that when the chronic right ventricular (rv) lead was inserted into the header of the new device, noise and high out of range shock impedance measurements were noted. The high out of range shock impedance measurements were observed in both triad and rv coil to right atrial (ra) coil configurations. However, when the device was programmed rv coil to can a normal shock impedance measurement was observed. A commanded shock was performed in triad configuration and an acceptable shock impedance measurement was recorded, however when the commanded impedance test was performed, the shock impedance was once again high and out of range. A disk analysis was sent into boston scientific technical services (ts) for review. Upon review of the device's memory, coil to coil and ra coil to can impedance measurements were confirmed to be out of range, while rv coil to can was within range. The engineer was unable to determine if the cause of the high out of range shock impedance measurements. The field representative noted that the device was left programmed distal coil to can with an acceptable shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued an alert for high out of range shock impedance measurements. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient missed their scheduled in-clinic follow-up appointment and has not yet scheduled another appointment.